Event description:
It was reported that @ 5 minutes of use during a prostate procedure, the fiber card was not permitting fiber function @ 50,700 joules of use. The procedure was completed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-420a-(B)(4). The fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of" card not permitting fiber function" could not be confirmed; a cap failure was observed; the probable root cause of this failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.